Manufacturer narrative:
(B)(4): the patient underwent mesh implantation concurrently with incision and drainage of pericaliceal cyst.

Event description:
It was reported that the patient underwent a gynecological procedure (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 in order to treat stress urinary incontinence and cystocele. It was reported that following insertion the patient experienced recurrence of stress urinary incontinence, painful sexual intercourse, infections, chronic vaginal pain, lower abdominal pain, and burning sensation in vaginal area. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent revision of mesh on (B)(4)2017 due to urinary retention and urinary frequency.